Manufacturer narrative:
(B)(6). Manufacturing date - requested but not available at the time of this report. Field service specialist (fss) completed a system laser alignment, positional adjustment of the hyperopia module, followed by laser calibrations. Performed all requested tasks, including, iris calibration, axial motor calibration, hyperopia module calibration and camera calibration in service mode. These were completed successfully - fss performed laser calibrations in user/customer mode. All calibrations in specification. No errors reported. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that system had a axial motor positive limit sensor error while laser firing and the hyperopia treatment was incomplete. It was said that the patient¿s custom vue treatment was completed the next day.

Manufacturer narrative:
Manufacturing year 2013.